Event description:
On december 16, 2025, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio reflect meter had a cloudy display and read inaccurately compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation, since multiple attempts to reach the patient for further information were unsuccessful. The patient reported that the alleged issue began in (B)(6) 2025. It was not reported how the patient manages her diabetes, or if she made any changes to her usual diabetes management due to the alleged issue. It was not reported if the patient developed any symptoms, however she mentioned that she was entering her eighth month of pregnancy and had been hospitalized for the past 20 days for ¿diabetes problems¿ as a result of the alleged issue. During the hospitalization, the patient reported comparing the subject meter results with the hospital meter results and claimed that there were ¿really big discrepancies¿. No specific results were provided. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly required hospitalization due to diabetes related problems after the alleged issue began and the type of treatment the patient received is not known. The subject meter could not be ruled out as a cause or contributor to the event.